Event description:
The advocate contacted customer service on behalf of a customer from (B)(6). The advocate stated the child's blood glucose was tested using her contour meter. An actual glucose reading was not provided, but the advocate alleged the reading was high and the child was given insulin based on the reading. Sometime later, the child became hypoglycemic. No add'l info was provided about the event. The advocate returned the customer's test strips for eval. Replacement test strips and a new meter were sent to the customer.